Manufacturer narrative:
Our examination revealed that one of the terminals had been broken near a thermostat, which had compromised our double-insulated design. We also found several other internal components that were damaged, indicating that the customer misused the pad by applying an excessive, localized force on or near the thermostat terminal. We concluded that this report follow instructions as to the care and handling of the unit. Although warning labels and instruction booklets warn against sitting or laying on the product, we have a corrective action project (B)(4) underway to make the design more robust. After our investigation we found: poly cover burned, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration, exposed burn - harness.

Event description:
Customer called and stated that the pad smoked and had a burn spot on it.